Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
Unit failed crossover circuit test. No patient involvement.

Manufacturer narrative:
H10/11: the customer has not requested repair at this time. Complaint will be reopened if the customer contacts philips or parts are received. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.